Event description:
Surgeon was unable to insert the hydratome through the biopsy cap during the endoscopic retrograde cholangiopancreatography (ercp). Visual examination of the port showed that the inner sponge or gasket of the biopsy cap had become dislodged and pushed through the distal opening of the cap. The sponge or gasket material was then lodged in the endoscope rendering it inoperable. It could not be determined if the sponge or gasket fragmented or was pushed through intact. The procedure was aborted at that point and the patient was transported to another facility for the ercp. It was reported at the time of the occurrence that the patient suffered no ill effect. The failed biopsy cap was sent to boston scientific for analysis. Lot #14445486. Product #upn m00545260. The manufacturer requested that I send the device to them for analysis. I informed them that I would be filing a report to the FDA via medsun.